Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a mitral valve replacement (mvr) using a 25mm epic stented porcine heart valve w/flexfit system was performed on the patient. However, during the implant procedure, the left ventricle ruptured. The valve stent came into contact with the posterior wall and bleeding occurred. Hemostasis was performed, and then the implanted epic valve was replaced with an ap22 ats open pivot bileaflet heart valve(manufacturer: medtronic). The surgeon could not confirm that the issue was due to the valve. However, as the strut was touching the posterior wall, the physician thought it could have been due to the positioning of the valve, the procedure technique, and the patient state. While no device malfunction was reported, this event is being conservatively reported.

Manufacturer narrative:
An event of left ventricle rupture during the implant procedure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.